Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a micro-perforation of the atrial wall was suspected. An effusion was identified and a revision procedure was performed in an attempt to reposition the atrial lead; however, the helix could not be re-deployed. A pericardiocentesis was performed and the atrial lead was explanted and replaced. This right ventricular (rv) lead was repositioned during the same procedure. No additional adverse patient effects were reported.